Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer was not on pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 2.2 was not on pyxibus. A field service engineer responded to a failure of pyxis main half-height drawer 2.2, which was not recoverable upon reboot. After reseating all cables and rebooting the system, the drawer remained undetected in the application. The escort attempted recovery but was unable to proceed, as drawer 2.2 and its pockets were not visible on pyxibus. Upon inspecting the back of the main unit, the fse observed a light on the middle red buttons and suspected a faulty fuse. It was determined that the moab (mother of all boards) might need replacement. The fse removed all pockets from drawer 2.2, replaced the moab, and reinstalled the drawer. After reconnecting all cables and powering the station back on, the drawer was successfully assigned in the storage space configuration. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer was not on pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.